Event description:
It was reported by the customer that on (B)(6) 2011, the fiber tip exploded inside of the pt (towards the back and to the right) at 44,717 joules. Also, it was reported that the fiber tip was retrieved. No pt injury was reported.